Manufacturer narrative:
Device evaluation of charger/modem was completed. The reported problem (resets) was confirmed. Upon investigation, the integrated charger was resetting when a battery was inserted. The cause for failure was isolated to a shorted hotspot q202 component. The root cause was a shorted q202 component. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a charger was resetting.